Event description:
On (B)(6) 2024, I had cataract surgery with light adjustable lens implanted. Followed with uv light, which is delivered by the light delivery device,17-21 days after surgery. Patients receive 3-4 light treatments over a period of 1-2 weeks, each lasting 40-150 seconds. I was given directions and a box with three pair of glasses. Stating to wear a pair of the special eyeglasses for uv protection from the time of cataract surgery to the end of the light treatments to protect the new lens from uv light in the environment. Apparently, dr. (B)(6) had used the light adjustable lens which had an" active shield" on the lens for extra protection, was not FDA approved when he applied the lens in my eyes! Did not inform me. Accused me of having complaints, when I had questions and was trying to understand what exactly the directions where I was to follow. You must dilate the eye to 7mm, you need to dilate all the way to the edge of the lens for the light adjustments to work. I do not dilate to 7mm. Dr. (B)(6) and dr. (B)(6) knew this. I was never informed how important this was to the procedure. It should have been discussed with me; I should have had the final decision. I would have chosen not to go ahead with the surgery. The 7mm is needed to have the light delivery device performs a mathematical equation that ensures that all the macromer {the unpolymerized polymer} in the lens is fully polymerized. Therefore, I believe all the melanin and pigment was removed from my eyes, causing all the green color to be removed. Now, I have no protection from the uv light entering my eyes. And extreme pain even when I wear sunglasses. I have begged and pleated with my surgeon, dr. (B)(6) and dr. (B)(6), od, who did the adjustments, please help me, I am begging you, I need to know what happened dr. (B)(6) says," I don't know how this happened." I believe he does. He does not want to tell me because there was a mistake. My eyes are no longer green, they are blue. It is not FDA approved to change the color of your eyes. Blue is not a color; it is an illusion.